Manufacturer narrative:
Section a1 - patient identifier: case 1 and case 2. Section a3 - gender: case 1 is a female; case 2 is a male. Section a2 - age at time of event: case 1 is 40s years old; case 2 is 50s years old. Section e1 - address 1: complete address is department of pathology and molecular medicine. This report is being filed on an international product, architect stat high sensitivity troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information from the article ¿storage conditions, sample integrity, interferences, and a decision tool for investigating unusual high-sensitivity cardiac troponin results¿, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 03p25 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. All in-date lots were reviewed, and data shows that the median patient results for all the lots in review are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot unknown was identified.

Event description:
A literature article by matthew a. Lafreniere, et al., ¿storage conditions, sample integrity, interferences, and a decision tool for investigating unusual high-sensitivity cardiac troponin results¿, clinical biochemistry 115: 67-76. (May 2023), documented a literature review on pre-analytical factors and interferences affecting hs-ctn assays. The article highlighted two cases of falsely elevated architect stat high sensitive troponin-I results. The following information was provided: case 1. A woman in her forties experienced chest pain shortly after dinner and presented to the emergency department a few hours later as pain was not resolving. Despite the atypical nature of her chest pain, she was admitted to hospital due to an elevated architect stat high sensitive troponin-I result. The patient was a tobacco user and she had a family history of heart disease. Cardiology was consulted. The patient¿s electrocardiograms (ecgs) were normal despite the background of elevated architect stat high sensitive troponin-I concentrations. Echocardiograms were performed over several days with no wall motion or other structural abnormalities observed. Further, an exercise nuclear medicine cardiac perfusion scan demonstrated no evidence of inducible ischemia or scar, a normal ECG response to exercise stress with no chest pain, and normal systolic function; thus yielding a low post-test probability of flow-limiting coronary artery disease. Cardiology contacted the biochemist to inquire on a possible interference. The laboratory performed the investigation and found that after polyethylene glycol (peg) precipitation, the architect stat high sensitive troponin-I result was undetectable. The architect stat high sensitive troponin-I concentration recovery after peg precipitation was well below 20% suggesting the presence of a macrocomplex. The laboratory also tested the patient sample on the ortho hs-ctni assay which also generated lower result. The findings of the laboratory investigation confirmed the clinical investigation that no myocardial injury was evident and the patient was discharged home with atypical chest pain, most likely musculoskeletal or related to stress. There was no harm to the patient reported. The following data was provided: architect reference range = < 17 ng/l. Ortho reference range = < 10 ng/l. Sample#1 (presentation to emergency department) result = 46 ng/l . Sample#2 (3 hrs) architect result = 37 ng/l. Sample#3 (9 hrs) architect result = 43 ng/l. Sample#4 (20 hrs) architect result = 36 ng/l. Sample#5 (32 hrs) architect result = 42 ng/l. Sample#5 edta (refrigerated at 2-8 degree c) architect result = 55 ng/l. Sample#5 lithium heparin (refrigerated at 2-8 degree c) architect result = 32 ng/l; ortho result = < 1 ng/l. Sample#5 edta (post peg) architect result = < 1 ng/l. Sample#6 (63 hrs) testing for other cardiac markers: ck-mb result = 0.3 ug/l (</=2.9 ug/l); ck result = 73 u/l (<150 u/l). Case 2. A male in his fifties experienced a possible electrocution injury at work and was transported to the hospital. Medical history included aortic valve replacement for aortic stenosis, atrial fibrillation, diabetes and recurrent angioedema. Due to consistently elevated hs-ctni he was also labelled as having perimyocarditis as the cause of ongoing chest pain episodes. Acute coronary syndromes had also been considered in the past, but six different coronary angiograms all demonstrated absence of significant coronary artery disease. While in the hospital for possible electrocution, the patient had a brief episode of ventricular tachycardia with chest pain and shortness of breath during a contrast dye reaction during a CT scan. His ecgs were benign without any ischemic changes and his architect stat high sensitive troponin-I results were increased, but relatively unchanged from usual chronically elevated values. Cardiology was consulted and noted that the patient had persistently abnormal architect stat high sensitive troponin-I concentrations but in the past, had multiple normal ctnt concentrations. As a result, cardiology contacted the biochemist to investigate a possible interference. The laboratory performed the investigation and found that after polyethylene glycol (peg) precipitation, the architect stat high sensitive troponin-I result was undetectable. The architect stat high sensitive troponin-I concentration recovery after peg precipitation was well below 20% suggesting the presence of a macrocomplex. The laboratory also tested the patient sample on the ortho hs-ctni assay which yielded significantly lower result. The following data was provided: architect reference range = < 35 ng/l. Ortho reference range = < 14 ng/l. Sample#1 initial abbott result = 199 ng/l, ortho result = 43 ng/l. Sample#2 (1 hr later) abbott result = 183 ng/l; ortho result = 41 ng/l. Sample#3 (6 hrs later) abbott result = 196 ng/l; ortho result = 41 ng/l. Sample#4 (7 hrs later) abbott result = 193 ng/l; ortho result = 37 ng/l. Sample#5 (18 hrs later) abbott result = 174 ng/l. Sample#6 (24 hrs later) abbott result = 176 ng/l. Sample#6 edta (frozen sample) abbott result = 150 ng/l. Sample#6 lithium heparin (frozen sample) abbott result = 236 ng/l. Sample#6 edta (frozen sample) post peg abbott result = < 1 ng/l. Sample#6- lithium heparin (aliquot sent for ck-mb and ck testing): ck-mb result =1.1 ug/l .(</= 4.2 ug/l); ck result = 44 u/l (<250 u/l) . No further impact to patient management was reported.